Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the radio opaque marker bands were not visible under fluoroscopy. During the first use, the 1.5x8mm apex push monorail balloon, an attempt was made to view the balloon inside the pt under fluoroscopy. The physician was unable to visualize the balloon on the angiogram because radio opaque markers were not visible. The balloon was exchanged with a non-boston scientific device, and the procedure was able to be completed with no pt complications. The pt was said to be doing "ok" post procedure.

Manufacturer narrative:
(B)(6). As the unit has not been returned, a technical analysis was unable to be performed. The mfg records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered to be design. (B)(4).